Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead had been exhibiting elevated shocking impedance measurements. A red alert was generated due to a measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.